Event description:
During a angioplasty procedure, physician wanted to use a stent to treat a stenosed artery. Physician noticed that when he began to run the stent over the wire and into the sheath, the stent began to slip off the balloon. The physician chose not to deploy the stent and used another form of treatment.

Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the f/u report once the evaluation is completed.